Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that reason for call was to ask how to put the ins in MRI mode. The caller got a por, check the battery level message when they interrogated the ins using the micro my therapy application. The caller was able to bypass the message and activate MRI mode. The troubleshooting steps that were taken on the call resolved the issue. No symptoms reported.